Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. She stated she was vomiting every 15 minutes and her son gave her injections to bring her blood glucose down to under 600 mg/dl. The customer was treated with an insulin drip and other fluids. The customer also stated her insulin pump was exposed to fluid and began to continuously beep, after it had been put in a bag with an open bottle of soap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).